Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated initial reporter information. Updated fields: e1; h2; h4; h11.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope presented error code b30 (scope communication error). The issue occurred during a laparoscopic inguinal hernia repair therapeutic procedure, which was completed utilizing an olympus back-up device. There were no reports of patient harm.